Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 13, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to infection at the implant site. Reimplantation is planned but has not taken place as of the date of this report november 12, 2014.